Event description:
An altitude alarm was reported on a customer's pump. The customer's blood glucose level was 8.4 mmol/l. Technical support instructed the customer to gently clean the speaker holes and reconnect the cartridge, after which the pump's normal operation resumed. The customer was also given tips for preventing future altitude alarms and acknowledged the advice.